Manufacturer narrative:
Date of birth (B)(6) (exact date is unknown). A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the patient developed an infection at the ipg site that is moderate in severity. The patient is enrolled in the vercise dbs dystonia registry. The patient was given medication and the event is resolved. The non-serious event was reported as unlikely related to the procedure or the stimulation and possibly related to the device.

Manufacturer narrative:
At this time there is no information regarding the suspect medical device, the information has been requested and will be provided if it is provided by the clinical study site.

Event description:
A report was received that the patient developed an infection at the ipg site that is moderate in severity. The patient is enrolled in the vercise dbs dystonia registry. The patient was given medication and the event is resolved. The non-serious event was reported as unlikely related to the procedure or the stimulation and possibly related to the device.

Event description:
A report was received that the patient developed an infection at the ipg site that is moderate in severity. The patient is enrolled in the : a4012 clinical study. The patient was given medication and the event is resolved. The non-serious event was reported as unlikely related to the procedure or the stimulation and possibly related to the device.